Event description:
Doctor was trying to change the mode to continuous positive airway pressure (CPAP) but was unsuccessful. Trouble shooted by 2 rcps while patient was manually ventilated with ambu bag. Screen lock was off like it is supposed to. The patient oxygen saturation levels remained 99%, hr 102 and fio2 30%. Later that evening, patient was switched to a different ventilator. Vent tested by biomed and found to be working fine. Unsure if ventilator screen was affected by sunlight at the time or if operator had two fingers on the touch screen.

Manufacturer narrative:
The following elements have blank data. Device model #: for type of device: ventilator, continuous, facility use. Unique device identifier (UDI): for type of device: ventilator, continuous, facility use.

Event description:
Doctor was trying to change the mode to continuous positive airway pressure (CPAP) but was unsuccessful. Trouble shooted by 2 rcp's while patient was manually ventilated with ambu bag. Screen lock was off like it is supposed to. The patient oxygen saturation levels remained 99%, hr 102 and fio2 30%. Later that evening, patient was switched to a different ventilator. Vent tested by biomed and found to be working fine. Unsure if ventilator screen was affected by sunlight at the time or if operator had two fingers on the touch screen.